Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited several fault codes at the elective replacement indicator (eri), following an implanted duration of approximately seven months. Technical services was contacted and recommended emergent replacement and to return the unit post explant. No resulting adverse patient effects have been reported and the device has been confirmed explanted and received for analysis.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory confirmed the device had reached eri and then end of life (eol) battery status. A longevity calculation determined the device did not last as long as expected. The battery measurements log showed a sudden decrease in battery voltage in late, 2019. The device case was opened to facilitate inspection and testing of the internal components. An x-ray of the battery assembly did not identify any irregularities; however, detailed analysis of the battery ultimately identified an internal short within one of the three battery cells. This short resulted in the identified sudden decrease in battery voltage and resultant premature battery depletion, and clinically-observed error codes.

Event description:
It was reported that this device exhibited several fault codes at the elective replacement indicator (eri), following an implanted duration of approximately seven months. Technical services was contacted and recommended emergent replacement and to return the unit post explant. No resulting adverse patient effects have been reported and the device has been confirmed explanted and received for analysis.